Event description:
It was reported to philips that system did not starting up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite, identifying a problem with the system's flexvision pc which was not starting properly. Analysis of system log files showed a malfunction of the flexvision pc's frame grabber card. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flexvision pc. Philips has initiated a medical device correction z-1144-2024. The cause of the defective flexvision pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the flexvision pc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.